Manufacturer narrative:
As neither a lot number, nor samples have been made available to us, no analyses could be performed so far. After several requests to obtain additional information none could be obtained. We are reporting this incident because we distribute dispersive electrodes of comparable design in the us (under 510(k) k063161). Reviewing the complaint database in the last 3 years we have had no similar complaint about gel delamination during this time. We therefore, conclude that this failure is a singular error. Based on the information received no root cause analysis could be performed. We therefore close the investigation.

Event description:
On october 13th, 2020, we were informed about a product problem involving a dispersive electrode. We received the feedback from our sales representative for holland. A monitoring dispersive electrode kls martin pcs duosafe 80-344-09-04 (our model#: rs212), and an unknown generator were used. The initial reporter stated that they had two times gel residues of the dispersive electrode remaining on the siliconized transparent backing material, and on the patient. We also have received a picture of the initial reporter showing the siliconized transparent backing material with some small gel residues at the outer edges of the gel remaining on the siliconized transparent backing material. No patient injury was reported according to this malfunction. We have requested further information on the concerned lot number, details on the procedure, and the patient.